Event description:
It was reported, unable to safely remove the needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of being unable to safely remove the needle is inconclusive because nothing remarkable was observed along the returned device. One 20 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation of the returned infusion set revealed use residues throughout the device. The safety mechanism was engaged over the needle tip upon the return of the device. The needle shaft was observed to be at a slight angle. The extension tubing was observed to be crimped from use of the clamp. A microscopic observation revealed the needle bevel appeared undamaged. The safety mechanism was disengaged, and nothing remarkable was observed along the needle shaft. It could not be determined whether difficulty was experienced during removal of the infusion set because nothing remarkable was observed along the returned device. Clinical conditions that cannot be reproduced may have contributed to the event. This complaint will be recorded for future trending and monitoring purposes.